Event description:
This complaint is now reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the catheter would not cross the lesion. Vascular access was obtained via the radial artery. The 75% stenosed, 2.75x28mm concentric and de novo target lesion was located in the mildly calcified and moderately tortuous mid left circumflex artery with a significant bend of 45 to 90 degrees. Following pre-dilation with a 2.5x15mm unspecified balloon, the physician wanted to implant the 28 mm x 2.75 mm taxus liberté stent; however, the device could not cross the lesion. So the physician changed the medication instead of the operation. The procedure was not completed. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the returned device found no kinks or damage along the entire length of the shaft. An examination of the crimped stent did identify that the stent was damaged. Two struts on the most distal row were bent outwards distally. No other damage was noted with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).